Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced "acute femoral mononeuropathy". After the procedure hematoma was present near the access site which is suspected to have caused the mononeuropathy. A CT scan of the patient's abdomen and pelvis supported this conclusion. The patient was admitted to the hospital. The sheath was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.